Event description:
A report was received from health canada regarding an event that was submitted by the user facility to the canada vigilance program. There was no information on patient involvement. A report was received from health canada's canada vigilance program which states, "IV pumps and channel shut off spontaneously with levophed, vasopressin, and propofol infusions fully shutting off during CT scan road trip. Able to restart but required to plug pumps in. Pumps were previously successfully charging before road trip to CT scan, upon entry to elevator, pumps for these specified infusions were shut down."

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to the manufacturing facility.

Manufacturer narrative:
Omit: e2401 - insufficient information, f24 - insufficient information. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
A report was received from health canada regarding an event that was submitted by the user facility to the canada vigilance program. There was no information on patient involvement. A report was received from health canada's canada vigilance program which states, "IV pumps and channel shut off spontaneously with levophed, vasopressin, and propofol infusions fully shutting off during CT scan road trip. Able to restart but required to plug pumps in. Pumps were previously successfully charging before road trip to CT scan, upon entry to elevator, pumps for these specified infusions were shut down."